Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports the following electrolyte results generated on patient samples tested on an architect c8000 analyzer (serial number (B)(4)): patient 1 (sid (B)(6)) generated an initial sodium assay result of 112 mmol/l, chloride result of 88 mmol/l and potassium result of 3.27 mmol/l. This sample was then tested on another architect system in the lab and generated a sodium result of 133 mmol/l. The sample was then retested on the initial architect c8000 analyzer and generated the following results: sodium = 126 mmol/l; chloride = 96 mmol/l; and, potassium = 3.97 mmol/l. The sample was tested a third time on this analyzer and generated a sodium result of 134 mmol/l. No further testing information was provided for this patient. Patient 2 (sid (B)(6)) generated an initial sodium assay result of 120 mmol/l and a chloride result of 93 mmol/l. This sample was then tested on another architect system in the lab and generated a sodium result of 133 mmol/l. No further testing information was provided for this patient. The customer uses a sodium reference range of 133-145 mmol/l. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and inspected the architect c8000 analyzer. The fse documented that cuvette washer nozzle number one was dripping. The fse cleaned cuvettes as well as the external waste pump kit. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. No non-conformances were identified. The architect system operations manual and the architect c8000 system service and support manual contain information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists. Concomitant products. : external waste pump kit ln: 09d61-02

Manufacturer narrative:
In the previous follow up submission, date received by manufacturer should have been 01/24/2018 instead of 01/24/2017.